Event description:
It was reported that during a laparoscopic thoracotomy, after firing the reload with a manual handle, the staples did not adequately close, resulting in blood leaking from the staple line. This led to an extension of surgical time of less than 30 minutes, though the delay was not prolonged. The surgical team replaced the reload, resected, and re-stapled the affected area to address the staple formation issue and staple line bleeding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.